Event description:
A customer contacted beckman coulter inc. (Bci) and reported that a drain line fitting at the back of the synchron lx20 pro clinical system is cracked and leaking.no injury was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found both rear waste fittings were cracked. The fse removed the hose and replaced both fittings. This issue has been resolved.hardware is the root cause for this event.